Manufacturer narrative:
Additional h6 investigation conclusion code: adverse event related to patient anatomy and/or condition. The complaint for 'implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure' was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs). Available information suggests that patient conditions (cleft and dense chords) and procedural factors (grasping of a chord) likely contributed to the event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored, and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from germany- edwards received notification of a pascal precision ace in the mitral position where post-procedure, there was a single leaflet device attachment (slda) detected, and patient underwent surgery on post-operative day 7. There were procedural complications due to anatomy (cleft p2/3 and dense chords). The grasp position was medial of a2-p2 with 12-6 orientation due to the closing the cleft. Mitral regurgitation (mr) before the index procedure was 3 (moderate-severe), after the slda it was 3 and after the surgical procedure it was reduced to 1 (mild). Teer re-intervention was not possible because the only position where mr was reduced was used with the first and detached pascal. The patient's final outcome was stable. As per medical opinion, the perceived the root cause of the event probably was grasping of a chord.